Event description:
Subsequent to the initial MDR, a correction was updated on 4/16/2026.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred frequently between 01/04/2026 and 01/07/2026. The wearable was inserted into the abdomen, which is off-label usage of the device. On 01/04/2026, it was reported that the patient reported that her cgm had been providing low, inaccurate readings from 01/04 to 01/07. The cgm values were between 80 -110 mg/dl but the patient did not have a glucometer to check her bg meter readings. The patient was also asymptomatic during this time. On 01/07/2026, the patient began experiencing vomiting, a headache, increased thirst, fatigue, abdominal pain, nausea, and dehydration, reported she was going into dka. The patient self-treated with admelog insulin and was then brought to the emergency room (ER) by her parent. At the ER, the patient¿s bg meter reading was 640 mg/dl while her cgm was reading 220 mg/dl. The patient was diagnosed with dka and treated with IV fluids, IV insulin, losartan, heparin injection, and other unspecified medications. The patient was discharged on 01/10/2026. The patient was feeling better but a little lightheaded from the losartan. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There were no reported glucose values available to search within the parkes error grid calculator. At the ER, the reported glucose values fall within the c zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.